Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range shock impedances which was detected through the patient's remote monitoring system. No adverse patient effects were reported. Attempts to obtain additional information were unsuccessful. All available information indicates that this lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was subsequently received that this rv lead was surgically abandoned due to shock impedance measurements between 105 and 120 ohms. It was indicated the patient received appropriate shock therapy often and the physician was concerned over the impedance measurements. No additional adverse patient effects were reported.